Event description:
Percutaneous coronary intervention (pci) was performed on a de novo lesion in the mid left anterior descending artery that was not tortuous. The leison was pre-dilated and the 2.5x23mm cypher stent was succesfully deployed at 11 atmospheres (atm). After the deflation of the balloon, there was some resistance during the withdrawal of the catheter and resistance was felt when detaching the balloon from the stent. The physician said it felt like a taxus sticking there.

Manufacturer narrative:
This product is available for testing and evaluation, but the engineering report has not been completed. Additional information received will be submitted within 30 days upon receipt.